Event description:
Bipolar forceps were attached to the cord and hooked up to the bovie generator, setting 25. Forceps were used several times during the procedure. Towards the end of the procedure, the forceps failed to work. The cord was unhooked and reattached several times, but the forceps still did not work. The bovie generator was also exchanged, but the forceps still failed to work. The bipolar forceps were removed from service and and alternate device was used.